Manufacturer narrative:
The product was returned for analysis and the reported event "lens optic issue" was observed. However, the event "haptic stuck to optic" could not be confirmed. One haptic was damaged and this damage was not mentioned by the customer. Additional observations were as follows: iol returned positioned correctly in the iol case. Solution is dried on the iol. One haptic is cracked/fractured-rejectable at the gusset area. The optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "lens optic issue". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was not correctly positioned in the cartridge with the haptics glued to the optic. After the surgeon straightened the haptic, there was visible recess in the optic portion of the lens. The lens was not used. Additional information has been requested.